Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, lower than expected ammonia (amon) results were obtained using vitros liquid performance verifier ii lot c9938 with vitros amon slide lot 1019-0263-1484 on a vitros 5600 integrated system. Vitros lpv ii lot c9938 results of 137, 106, 93, 92, 130, 69.55, 101.81, 121.10 versus the center of the lpv ii range of means 206.3 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not process ammonia patient testing since the vitros lpv results were unacceptable. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602677.

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected ammonia (amon) results were obtained using vitros liquid performance verifier ii lot c9938 with vitros amon slide lot 1019-0263-1484 on a vitros 5600 integrated system. The assignable cause of the event is determined to be contamination of the microslide incubator. The cause of the incubator contamination was not determined. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed using amon slide lot 1019-0263-1484. An ortho field engineer performed service actions to the microslide incubator subsystem and following those actions acceptable within-run amon precision results were obtained indicating the vitros 5600 integrated system was performing as expected.